Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a display issue could not be confirmed through this evaluation. It was reported system controller (serial # (B)(6)) display screen was not displaying any information. This led to the replacement of the system controller. Additional information reported the cause of the display issue was not identified. The device was not in use at time of event and will not be returned for evaluation. A root cause of the display issue could not be determined. The complaint does not meet the requirement of the investigation procedure for a review of the device history records. Heartmate ii patient handbook (rev. C) section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) (rev. C) section 2 "system operations" explain how to properly replace the running system controller with a backup controller. Heartmate ii patient handbook (rev. C) section 2 ¿how your heart pump works¿ and heartmate ii instructions for use (IFU) (rev. C) section 2 ¿system operations¿ explain the system controller user interface, including the lcd screen. These sections also explain how to perform a self-test to check the controller¿s audible and visual alarms, and explain how to maintain the readiness of the backup controller. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was having an issue. Replace backup battery was displayed while connecting to the system monitor. The display screen was white and not displaying anything and the cause was not identified. It was noted the system controller was replaced at (B)(6) hospital in (B)(6). The exact date of exchange of system controller was not known, it was not in use at the time of the event. Log files were not available for review. The system controller would be returned for evaluation.